Manufacturer narrative:
This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Trouble shooting of the AED with customer service identified that once a new battery was installed the AED functioned as designed and could stay in service. Testing of the returned battery pack was performed and confirmed the reported issue. The investigation determined that depleted cells within the battery pack caused the battery depletion. As a follow up with the customer, the proper maintenance of this device was reviewed.